Manufacturer narrative:
(B)(4). The customer returned one opened cs-24402 kit. The spring-wire guide was examined and a kink was observed near the distal end. An offset coil was also found around the distal end. The length and outer diameter of the spring wire guide were measured and found to be within specification. The kink in the spring-wire guide was located 41.3cm from the proximal end. A manual tug test was performed on both welds and they were found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide kinking during use was confirmed during the sample investigation. Visual inspection was performed and two kinks were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the spring wire guide (swg) bent during use. The procedure was completed using another teleflex device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide (swg) bent during use. The procedure was completed using another teleflex device.